Event description:
The customer reported, cine review does not work. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board. System operates as intended. (B) (4).